Manufacturer narrative:
Unit was received with blank display due to battery tube spring missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose during the incident was 11 mmol/l. Troubleshooting was performed but the display did not return. The battery compartment was neither damaged nor corroded. The device was not bumped or dropped. The insulin pump will not be returned for analysis.